Event description:
The customer reported to olympus, the gastrointestinal videoscope had a scope error. The device was returned for evaluation. During the device evaluation, foreign object inside the nozzle was found. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned to olympus for evaluation and the evaluation found bending angle in up direction did not meet the standard value, the play of upward/downward angulation control knob was out of the standard value due to wear of angle wire; adhesive on the bending section cover had a crack; suction connector was dirty due to water leakage, had a scratch and had corroded; universal cord had scratched, wrinkled and was sticky; plastic distal end cover had a scratch and had discoloration; connecting tube had a scratch and wrinkled; scope connector cover unit had a scratch and had discoloration; forceps elevator lever, forceps elevator knob, upward/downward and right/left angulation control knob, switch box, scope cover, control unit, grip have a scratch. The investigation is ongoing and follow up with the user facility is currently being performed. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the foreign material in the nozzle could not be identified, there was no physical damage where the foreign material was found, and there were no reported reprocessing deviations from the IFU. A definitive root cause of the foreign material in the nozzle was not established at this time. The occurrence of the reported problem can be prevented by adhering to the IFU which states the following: IFU states detection methods in gif/cf/pcf-290 series operation manual chapter 3 preparation and inspection. IFU states preventive measures in gif/cf/pcf-290 series reprocessing manual chapter 5 reprocessing the endoscope (and related reprocessing accessories). Olympus will continue to monitor field performance for this device.